Event description:
The customer reported that erroneous cardiac troponin (accutni) and/or creatine kinase-mb isoenzyme (ck-mb) results were generated on the unicel dxc 600i synchron access clinical system for multiple patients across multiple days. This report represents the erroneous initial accutni results and/or ckmb results, above the assay's normal reference range, generated for three patients on (B)(6 )2012. The initial accutni and/or ckmb results were reported outside of the laboratory; however, there were no reports of death, serious injury or modification to patient treatment associated or attributed to the event. Beckman coulter inc. Assessment of customer supplied data indicated the that two of the three patients possessed elevated accutni results which upon repeat on another instrument, were lower and within the normal reference range of the assay and regarded as valid. One of these patients also possessed an elevated ckmb result which upon repeat was lower, within the normal reference range of the assay, and considered valid. A third patient possessed an elevated ckmb result which upon multiple repeat, recovered lower, with the normal reference range and was regarded as valid. The third patient's accutni results were not in question. The patient samples were collected in sodium heparin plasma tubes and were centrifuged for ten minutes at four thousand revolutions per minute prior to testing. The samples were tested within one hour of sampling and were tested from the primary tube. The samples were normal in appearance. Beckman coulter inc. Assessment of customer supplied instrument/assay performance data indicated that quality control results were performing within established limits at the time of the event. System checks performed on the date of the event were passing within instrument specifications. Additional patient assay results were not in question as part of this event.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) completed required repairs and replacements to the instrument incubator belt, wash pump, and dispense probes, however, the fse was unable to conclude that a specific part was the cause of this event. Upon the completion of the necessary and verified repairs, the instrument was returned back into operation. A definitive root cause for this event has not been determined to date. Mdrs associated with this event: 2122870-2012-01680, 2122870-2012-01664, 2122870-2012-01665.